Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of an implantable pulse generator (ipg) system the patient experienced atrioventricular block and muscle stimulation. The right ventricular (rv) lead exhibited no capture and an increase in thresholds. The rv lead was reprogrammed and then repositioned and while using a pacing cable, there was a failure of capture. The lead was then replaced. When the new lead was connected to the ipg, failure to capture was again noted so the ipg was explanted and replaced. The new lead was implanted successfully to the new device. No further patient complications have been reported as a result of this event.